Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation results: the customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.